Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the sterile package stucked to a device.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. The event is being reviewed through the CAPA process. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.